Event description:
Boston scientific crm received info that during the implant procedure, the lead perforated the pt's lung. This lead remains implanted. It is unk what, if any, corrective action was taken.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the mfg of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.